Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d total iii results for multiple patient samples on a cobas e 801 analytical unit. The customer provided an example of discrepant results for 1 patient sample tested. The customer was prompted to repeat patient samples as their laboratory information system identified a moving average issue which led to them repeating qc and finding it was outside of specification. The initial result was 60.3 ng/ml. After the assay was recalibrated and qc was performed successfully, the sample was repeated the next day and the result was 33.5 ng/ml. The repeat result was deemed correct.